Event description:
It was reported that the ventilator failed internal leakage test and patient circuit test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that internal leakage test failed during pre-use check. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the device failed internal leakage test during pre-use check and nozzle units seals on air and o2 gas modules were not seat correctly and whole nozzle units have been replaced to resolve the issue. The device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported based on available information as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. Defective parts and device's logs were not available for further evaluation. Based on that the nozzle units should be changed by authorized personnel, most probable root cause of not correctly seated seals might be related to inappropriate maintenance performed.